Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and was unable to see computer distance. The lens was exchanged in a secondary procedure with unspecified lens 1 month, 3 weeks, 6 days following the initial implant procedure. Clinical reason for explant was inadequate depth or focus given lens choice. Additional information has been requested however no further information available.